Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was verified in the black box but not duplicated in the evaluation. Review of black box data found two occlusion alarms in the alarm history. The total daily deliveries added up correctly and reflected user programmed basal rate. Using the returned battery cap and a test cartridge cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy and force sensor calibration reading were within specifications. The cartridge was not return and test was conducted on a retain sample. A visual inspection of the retain cartridge foudn no damage or defects. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging that the insulin pump is giving repeated occlusion alarms. The patient reportedly changed the site 6 times yesterday. Subsequently, the patient had elevated blood glucose of 404 mg/dl and symptom of excessive frequent urination. She administered self treatment with insulin via syringe at the time of concern is now current still on insulin pump therapy. It is not clear what caused the occlusion issue. The patient indicated that she had scar tissues in the stomach area and has switch to her side where there is no scar tissue. The patient called back at a later time to report her blood glucose was resolved to 275 mg/dl. Her infusion set was replaced. This complaint is being reported because the patient had symptoms that would suggest hyperglycemia after she had repeated occlusion alarm issue on the subject insulin pump.